Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger. (B)(4).

Event description:
It was reported that there was a communication problem. It was noted that the caller observed a ¿call your doctor¿ icon. It was further noted that the patient stated they observed a power on reset (por) and was unable to continue charging the implantable neurostimulator (ins). The patient stated they observed an informational por on their screen. The patient was walked through clearing the por on the programmer and then was seeing poor communication. After that, the patient observed the regular programming screen and the ¿insr¿ was charging properly.